Manufacturer narrative:
Findings: monitored with no hot battery/pump anomalies noted; no punctures on c13 isolation tape on lcd board noted. Unit received with blank display due to moisture damage on all electronic assemblies. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measure due to blank display. Unable to verify flashing display, partial display and bolus anomalies due to blank display. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 230 mg/dl. Customer stated that temperature was high and pump got very hot. Customer sees lines coming across the screen and unable to give bolus. Customer stated that he is giving manual injection. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.